Event description:
Sales rep and account reports leaking from posiflow injection site as well as many remaining depressed. Account notes no pt injury. Also note from the account indicates 1. Able to flush yet unable to draw back. 2. Unable to flush - right out of the package. 3. Blood free flowing from valve. 4. Blood backed-up into tubing and clotting off the line. These will be added to the complaint for all 3 devices identified. Additional info indicates account experienced 16 groshing catheters clotting in one week requiring tpa (tissue plasminogen activator) to be administered to unclot the cathetr. No pt injury was reported.